Event description:
The pt performed a blood glucose test on the suspect device and obtained a reading of 95mg/dl at 10:00am. The previous night at 9:00pm pt injected 14 units of insulin per pt's frequency and dosage of meds. Pt then passed out after the blood glucose reading. Pt was taken to the ER where a lab blood glucose was run and the result was 77mg/dl compared to pt's suspect device of 85mg/dl for comparison. Pt has gestational diabetes and did not receive treatment. Pt was instructed not to take insulin for a couple of days until dr could see pt for reevaluation.